Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The effect of this failure can cause serious (reversible) injury to the patient or user, medical intervention is required including the possible need for a more invasive procedure such as surgery. This failure is known to occur at the end of the procedure. The failure involves the tip of a marker shearing on the cutter of a disposable probe and separating from the body of the marker. Should this failure mode occur, there is a chance the broken tip may be left in the patient's breast. Mammotome vacuum-assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing. To date we have not received any information that the spring left behind in the patient has caused a life-threatening disease, permanent impairment of a body function or permanent damage to a body structure, or a condition that necessitates an unexpected medical or surgical intervention to prevent such a disease, disorder or abnormal physical state or permanent impairment or damage. We are reporting on the allegation of injury.

Event description:
It was reported by sales rep during procedure customer had a shearing of the introducer spring into the patient - hydromark clip did not deploy as well and remained in the probe on removal. Patient complications: yes. Patient complication details: patient had the spring left behind in the breast. Event will be recorded as (B)(4).